Manufacturer narrative:
Lab results: unit was set-up per hospital's settings and ran for several weeks, with no observed failures. Unable to duplicate the failure observedd by the customer. The unit is do for a factory overhaul based on the number of accumulated hours on the ventilator.

Event description:
Hospital reported ventilator alarmed and stopped with a e05 error code.